Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown blade/unknown lot number. Original implant date was sometime in (B)(6) 2014. Device is expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tfn nail broke postoperatively. Implant date may 2014. The broken nail was removed during a revision due to hip pain. No surgical delay. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was performed ¿ the following devices were received: trochanteric fixation nail (part # 456.328 / lot # 7624191); tfn helical blade (part # 456.303 / lot # 7569880); 4.9mm locking bolt for im nails (part # 459.34 / lot # unknown). The three (3) implants were received with varying damage and signs of implantation. The nail was completely broken into two pieces through the proximal locking/helical blade hole. An inspection of the break site shows a homogenous material structure. There are also numerous scratches and gouges present on the device. The nail has the beginnings of a hole directly inferior and in-line with the proximal locking hole. This seems to indicate that there were alignment issues during the implantation of the nail. The helical blade has cosmetic scratches and the gold anodization is worn off in numerous places, but is functionally undamaged. The locking bolt is worn and the threads are slightly rolled, but it is otherwise undamaged. The exact cause of the complaint condition is unknown, but it is likely that the implant was subjected to excessive cyclic loading forces due to the bone not healing quickly. A visual inspection, functional test, complaint history review and drawing review were performed as part of this investigation. Drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design is determined to be adequate for its intended use when used and maintained as recommended. Proper use and maintenance are addressed in technique guides. No product design issues or discrepancies were observed. This adverse event is confirmed. DHR review - part mfg date: 12/31/2013. Part exp. Date: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot# 7569880 of 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (7160371) met all specifications with no anomalies noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the device history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.